Manufacturer narrative:
Three photographs were provided by the customer, unable to determine reported complaint from the photographs provided. The complaint of disconnection could not be confirmed on the four returned sc9036 microclave. Each device was visually examined, there were no damages or anomalies observed. The used sc9036 microclave sample was leak test per product specification. Activated each of the microclaves with an ICU medical syringe, no stick downs observed. No leakage was observed in either the activated or unactivated positions. There was no disconnection noted during testing. The returned four used sc9036 microclaves met product specification. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 12/5/2024.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer. The reporter stated the device has a faulty stop valve. Saline was used and when an IV was started on the patient then the valve doesn't work. The customer stated that they "use the saline bags to draw up in 5cc syringes, they attach the tubing to use as saline flushes for IV¿s. Once an IV has been placed with the defective tubing blood leaks from the IV and we are no longer able to inject through the tubing. Because of this, we have either had to disconnect the tubing and switch for another or restart the IV completely, causing patient an unnecessary stick". There was patient involvement and no adverse event.